Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient was having problems with her battery pack. Patient stated she went to her healthcare provider (hcp) and told them and they wanted to give her a steroid shot. Patient reported she did not think she needed a shot and was hurting where the battery pack was on her right side and the pain was going up and down from the battery and down her leg. Patient stated it got to where she could hardly walk sometimes. Caller was redirected to their hcp. Patient reported their issue occurred either (B)(6) or (B)(6) of 2017. No further complications were reported/anticipated.